Event description:
It was reported that the customer received a motor error alarm from her insulin pump. The customer's blood glucose level was 378 mg/dl. Standard troubleshooting was performed. The customer's insulin pump was not exposed to a strong magnetic field. The customer was able to complete the rewind sequence. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor, no delivery and motor tests. There was no motor error alarm noted. The motor passed motor test. The insulin pump was received with minor scratched display window, cracked case at display window corner, and reservoir tube lip.